Event description:
It was reported that when "using the guidewire to gain access through the lower arm, when the guidewire snagged on something. When he went to retrieve the guidewire, it snapped at the skin and says he barely had enough to pull the rest of the wire out."

Manufacturer narrative:
Method: record review, results: a review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Based on historic data this is not a systemic issue and is considered an isolated incident.